Event description:
Boston scientific received information that a few hours post-implant, the patient with this device exhibited ventricular fibrillation (vf). Cardiopulmonary resuscitation was performed in addition to the device detecting and delivering an internal shock: all efforts were without success and external defibrillation was administered. Medical intervention ceased after 15 minutes and the patient was pronounced deceased. The boston scientific field representative stated a post-implant x-ray image had confirmed acceptable lead positioning and all system measurements post-implant were favorable. Additionally, the physician ruled out any evidence of a cardiac tamponade or hemothorax as a contributor in the patient's death. Device memory was captured post-mortem and will be reviewed for any performance anomalies. At this time the physician does not feel the device was a cause or a contributor in the patient's death. An autopsy has been scheduled.

Manufacturer narrative:
Boston scientific's internal technical services (ts) completed a device history review. The ts analysis confirmed that this patient suffered a vf storm which could not be terminated by internal device shocks (13 shocks delivered at 41 joules) nor external shocking efforts. The actual shock lead impedance measured during the internal shock(s), confirmed a normal system integrity. According to episode details, the device sensed and detected appropriately; resulting in shock delivery, although unsuccessful. Additionally, it was confirmed that no induction testing had been performed post-implant. An autopsy was completed; however, did not yield any additional conclusions regarding the reason for the patient's death. It was confirmed that the patient suffered from severe heart failure and exhibited massively dilated atrias and ventricles (both lv and rv) but no injury/dissection/perforation nor anything similar, that could have caused or contributed to the patient's death was noted within the autopsy report.